Event description:
As part of the Advanta VXT and Flixene PMCF Registry, a report was received related to a VXT graft. It was reported that the patient implanted with Advanta VXT graft had developed exertional pain in the left lower limb and was admitted to the hospital. On examination, the bypass graft was thrombosed. A CT scan demonstrated occlusion of the femoropopliteal bypass graft. This event represented loss of primary graft patency. A thrombectomy intervention was performed. The adverse event resolved.

Manufacturer narrative:
Due to character restrictions in block E1.Event Site Name: (b)(6).A supplemental report will be submitted upon completion of our investigation.